Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that they were experiencing problems tuning the handpiece. When nurse looked down, she noticed a big puddle of fluid. On further inspection, it was noted that the fluid was leaking from the luer connection (blue & white connectors) on the cassette. No vacuum noted. No pt impact was reported. Additional info was requested.